Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, a farawave catheter was selected for use. However, the flush lumen was noticed to be cracked when the package was opened. Therefore, the physician decided to replace the catheter, and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was received at boston scientific's post market laboratory it was first visually inspected and it was seen that there were cracks on the luer. When the catheter was connected to the irrigation system drops of water were seen to drip from the irrigation port and the catheter failed pressure testing. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of fluid leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to component failure as the catheter passed leak testing during production so the failure must have occurred after the device left manufacturing.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, a farawave catheter was selected for use. However, the flush lumen was noticed to be cracked when the package was opened. Therefore the physician decided to replace the catheter, and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.